Event description:
In this event it was reported that a pt developed lesions, blisters and sores on the gingival tissue after undergoing a dental impression utilizing aquasil ultra impression material. The pt was advised by the dentist to take benadryl and to rinse with salt water to alleviate the symptoms. The symptoms abated after two weeks.

Manufacturer narrative:
While it is unk if the impression materials used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability. The device is available for evaluation, though has not been returned as of this report.